Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as narrow bifurcation bilaterally. It was reported that the patient presented with claudication symptoms in the lower extremities. The CT scan revealed that one of the iliac limbs was compressed, crimped and occluded. It is unknown if it was the ipsilateral limb or the contralateral limb. The physician stated that during the index procedure there was a crimp in the iliac limb, however, it was not appreciated how severely the stent graft was compressed. The patient was experiencing claudication and was treated with tpa thrombolysis. The physician believed the crimp in the stent graft lead to the limb being occluded. The physician will continue to monitor the patient with no planned intervention to fix the crimp at this time. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).